Event description:
Patient reported coughing, hoarseness and difficulty having conversations post implant. The patient followed up with implanting physician and consulted a voice disorder specialist. Per the patient, they had vocal cord filler and symptoms have improved. Device history records were reviewed for ipg s/n (B)(6) and lead s/n (B)(6). The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.